Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had a very tortuous vein. A double curve watchman fxd curve access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) and 24mm watchman flx laa closure device & wds were used. Both the 31mm and 24mm closure devices were deployed and later recaptured. The was was repositioned with the 24mm closure device inside the was, and the was kinked. The was was removed from the patient as a wire could not be advanced through the was due to the kink. A 16f introducer sheath was then used to successfully implant a 35mm closure device. No patient complications were reported.